Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request. The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer service center for evaluation. There was no patient involvement, and no harm or injury reported. During device evaluation, the liquid crystal display (lcd) backlight was noted to be dim, and the screen was difficult to read. The lcd screen, lcd backlight cable and lcd ribbon cable have been replaced due to faded screen / difficult to read. Preventative maintenance was completed with component replacement completed as per maintenance schedule. The device passed all testing. Additional findings not related to the malfunction/issue: damaged, contaminated and/or missing components requiring replacement were replaced.